Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged and insulation was damaged. Furthermore, the ra lead had high pacing thresholds and was fractured. Additional information from the representative indicated that the patient manifested twiddler¿s syndrome and the right atrial (ra) lead was wrapped up in the pocket. The distal tip of the ra lead was not explanted as the lead was damaged during extraction process. The ra lead is no longer in service. No additional adverse patient effects were reported.